Event description:
Additional information was received from the patient. They reported that they clarified they think the lead broke..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128; lot#: va2lybf; implanted: (B)(6) 2022; explanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient has been having accidents for the past 3 or 4 weeks and would like assistance increasing stimulation. Patient mentioned the trial was very effective and they had no accidents. Patient noted that they need the ins therapy because they have so much nerve damage. Reviewed how to increase stimulation until patient felt it comfortably. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists. Additional information was received from the patient. The patient called back reporting the therapy was working well for a while, but then they had a return of accidents again. The patient asked for assistance increasing stimulation. Agent reviewed how to do so and reviewed expectations regarding battery longevity and device programming. Additional information was received from the patient. The patient requested assistance with turning therapy off before a dentist appointment. Patient reviewed how to do so, and patient encountered low ins battery message. Patient mentioned their amplitude was at 7.5 ma. Redirected patient to follow up with managing hcp. Additional information was received from the patient. They reported that it was unknown what caused the low battery message to appear but to resolve the issue they did/had a stem replacement. It was unclear what the patient meant by this. Additional information was received from the patient. They reported that the cause of the low battery message was a broken stem. This was resolved with replacement. The patient clarified that they had a fall and were told the stem was broken.

Manufacturer narrative:
D6b: explant date missing from previous report. Correction sent medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.